Event description:
It was reported that the pt experienced poor coverage for pain. The leads migrated from t8 to the lumbar region. The leads were explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
This medwatch is for inform system 2. (B) (4) : strips not available for return

Event description:
Caller reported an inform system 1 blood glucose result of 66 mg/dl, 143 mg/dl within 10 minutes on inform system 2. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.